Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported the b30, e216 scope communication errors and the no image issues could not be determined, however, the issues were likely the result of image sensor unit/charged-coupled device damage due to repetitive use stress, external factors. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.8 inspection of combined functions with related equipment inspection of endoscopic images check whether normal light observation images and nbi observation images appear normally. 1. Before inspection, wipe the endoscope lens with sterile gauze moistened with saline or sterile water. 2. Observe the palm etc. Using normal light observation images and nbi observation images. 3. Make sure the lighting is on. 4. Adjust the light intensity to get the appropriate brightness. 5. Confirm that there are no abnormalities such as noise, blur, or cloudiness in normal light observation images and nbi observation images. 6. Operate the endoscope's angle lever to bend the curved part. 7. Confirm that no abnormalities occur, such as normal light observation images and nbi observation images momentarily disappearing. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus on behalf of the customer that the endoeye flex deflectable videoscope displayed d30 (communication error), and no image was observed during the therapeutic procedure during preparation for use. The intended procedure was completed with another similar scope. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During the evaluation it was found that due to damage on charge-coupled device (ccd) unit, e216 (scope communication err) occurs. Due to damage to the ccd unit, the image is not displayed. Additional evaluation findings were as follows: the adhesive on bending section cover has a chip, due to a dent on bending tube, bending angle in up direction exceeds the standard value, and due to damage on lock engagement lever (sp), bending section cannot be fixed firmly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.